Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully mounted in the correct location on the device. The investigator deployed the stent without any issue. No damage or issues were noted with the deployed stent. This concludes the product analysis.

Event description:
A stent fracture was reported during the procedure. The target lesion, which had 95% stenosis, was located in the internal carotid artery. A 10.0-31 carotid wallstent was selected for use. The procedure was performed under local anesthesia. An 8f guiding catheter and ez filter wire were placed, followed by balloon dilation with a 4x30 balloon. A single-rail carotid stent was inserted, but a fracture was detected, necessitating replacement of the device. Final angiography confirmed correct placement, and the procedure was completed successfully with another stent of the same type. The patient remained stable post-procedure.

Event description:
A stent fracture was reported during the procedure. The target lesion, which exhibited 95% stenosis, was located in the severely tortuous and severely calcified internal carotid artery. A 10.0-31 carotid wallstent was selected for use, and the procedure was performed under local anesthesia. An 8f guiding catheter and ez filter wire were placed, followed by balloon dilation with a 4x30 balloon. A single-rail carotid stent was inserted; however, a fracture was detected, necessitating withdrawal along the deployment catheter and replacement of the device. Final angiography confirmed correct placement, and the procedure was successfully completed with another stent of the same type. The patient remained stable post-procedure.